Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia while the device was announcing multiple dinner meals and only announcing dinners, leading to a request for guidance and a factory reset. Symptoms included high blood glucose. Outcomes included user education and successful completion of troubleshooting, including a factory reset with caregiver present, with no alerts or alarms reported. Investigation included user interview and guided troubleshooting. Investigation of this case revealed use error or configuration error could not be ruled out, and the device was restored via factory reset with normal function thereafter. It was concluded, based on previously established findings for similar reports, that the cause was unclear.